Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. During testing a pc-over-ip (pcoip) communication failure was observed as every few moments the camera cart monitor would try to restart the connection. The pcoip client module and ssd were replaced. The system then passed the system check-out and was found to be fully functional. No parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart monitor showed an ¿error 1001¿ message and was trying to reconnect every few moments. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation, correction: a solid-state drive (ssd) was returned to medtronic. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The ssd was installed in the sled incorrectly and could not be inserted into the drive bay. After that was corrected, the smart data revealed that the ssd had only been powered up twice. It was stated that the drive was unused. This meant that the ssd had not actually been replaced on the system since this part was returned unused. There was no fault found with the unused ssd that was returned. Device evaluation: the pc-over-ip (pcoip) client was returned to medtronic for evaluation. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. The pcoip client was tested and logs indicated multiple software reboots during testing. Analysis determined that there was an electrical failure with the pcoip client. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.